Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The customer changed the battery and the insulin pump would not turn on. The customer's blood glucose was 239 mg/dl. Troubleshooting was performed, a new battery was inserted, and the display returned. A replacement battery cap will be shipped to the customer. Nothing further was reported.